Manufacturer narrative:
H11: complaints database analysis revealed no similar events since unit installation in 2008 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. In addition, an analysis of the complaints database did not reveal further events related to this unit. Based on the collected information, it cannot be ruled out that a faulty encoder board led to the reported issue.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) gave a faulty encoder error message during maintenance activity. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in wien, austria. In order to solve the issue, the encoder was replaced by livanova field service representative who was at customer site for maintenance activity. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.